Event description:
Hotline blood warmer utilized during CABG. During procedure, the "barrier" between the outer and inner lumens broke, allowing for the co-mingling of non-sterile h20 and blood. Pt encountered coagulation problems--blood in urine--leading to decision to reopen pt's chest. Pt recovered to point of moving out of ICU. Because the device has not been made available for evaluation, it is uncertain whether coagulation problems were associated with the device.